Event description:
It was reported that the procedure was to treat a lesion located in the bifurcation of the narrow circumflex (cx) first marginal branch. The angles of the cx and marginal branches were both more than 90 degrees. A 3.0x18 mm xience xpedition stent was successfully placed in the cx. An unknown guide wire was placed in the marginal branch and a non-abbott balloon dilatation catheter was used for post-dilatation and widening of the struts of the previous placed 3.0x18 mm xience xpedition in order to facilitate entry through the struts to access the marginal branch, and also to predilate the side branch. An attempt was made to place the 3.0x15 mm xience xpedition; however, due to the 90 degree angle of the marginal branch the device could not cross the target lesion. Resistance was felt and due to that resistance the proximal shaft of the xience xpedition separated outside the anatomy while inside the patient. The distal portion of the separated shaft was easily removed without issue. A new 3.0x18mm xience xpedition was selected to cross; however, it also could not cross the target lesion due to the anatomical conditions. Finally the target lesion was treated by balloon angioplasty and the result was satisfactory, there were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.